Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover on the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while testing the imaging system, the imaging system was unable to invalidate home. Upon further inspection, the x-stage cover on the imaging system gantry was found to be damaged. There was no patient present when this issue was identified. No additional information was provided.